Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer reached out to state there have been multiple balloon deflations in the ICU with their silicone foley catheter. Per additional information received via email on 04apr2025, it was reported that within 12hrs of insertion the balloon in each foley had deflated and the foley came out of the urethra on its own. They used many foley catheters in this ICU and in one case an md was involved in the insertion, so they knew that the foley was inserted correctly and the balloon was inflated correctly with 10ml of saline. This occurred over an extended period of time and with multiple patients, so they were unable to give specifics like weight and accurate age. They did know that two of the foleys were in females and one in a male. All were over 60yrs old. All of the foleys were reinserted. From what they gathered from the nurses later none of the replacements failed. Temporary harm due to having to reinsert another foley. No lasting impact though. All of the foleys were reinserted. One patient had phimosis, so forceps were required to be used to insert the foley both times. This had been a pattern noticed after the third time for our ICU over last month or two. None of the devices were kept.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used cut inflation valve. Visual inspection of the one-photo sample noted that the inflation valve was cut off. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder however, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. This preconnected closed system foley tray contains: lubrisil* lc. Ai-silicone 400-series temperature-sensing anti-microbial foley catheter ¿ statlock* foley stabilization device ¿ anti-microbial control-fittm outlet device 350 ml urine meter bacteriostatic drainage tube bacteriostatic collection bag (2500 ml) ¿3 foam swabs ¿ povidone-lodine packet ¿ peri-care kit soap towelettes / hand sanitizer warning: do not use if allergic to iodine. Store at room temperature for urological use on warning: on catheter do not use intments or bubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer reached out to state there have been multiple balloon deflations in the ICU with their silicone foley catheter. Per additional information received via email on 04apr2025, it was reported that within 12hrs of insertion the balloon in each foley had deflated and the foley came out of the urethra on its own. They used many foley catheters in this ICU and in one case an md was involved in the insertion, so they knew that the foley was inserted correctly and the balloon was inflated correctly with 10ml of saline. This occurred over an extended period of time and with multiple patients, so they were unable to give specifics like weight and accurate age. They did know that two of the foleys were in females and one in a male. All were over 60yrs old. All of the foleys were reinserted. From what they gathered from the nurses later none of the replacements failed. Temporary harm due to having to reinsert another foley. No lasting impact though. All of the foleys were reinserted. One patient had phimosis, so forceps were required to be used to insert the foley both times. This had been a pattern noticed after the third time for our ICU over last month or two. None of the devices were kept.